Event description:
Complaint rec'd reporting a leakage incident involving one (1) 12568 microclave connector; hospira pump set and a broviac catheter. It was reported that on (B)(6) 2010, a "broviac catheter, with single clave attached, was used to administer tpn/lipids from a pump set with a spin collar option lock hub. Fluids started at 4 pm. Pt assessed at 6 pm to discover that approximately 10 cc of retrograde blood/fluid loss. Caregiver inspected device to discover silicone seal depressed against side of microclave house." The involved devices were removed and replaced. The pt was treated and returned to baseline condition. Mfg's analysis and investigation: a total of three (3) 12568 microclaves connectors, one (1) used and two (2) pkgd.; one (1) used hospira syringe microbore tubing set (list/model # unk) were returned for analysis and investigation. Visual analysis recorded no abnormalities with the two (2) pkgd 12568 microclave connectors. Visual analysis of the returned used microclave confirmed component damage/piece of the silicone plug was missing. The returned microclave was dissected and the interior components evaluated. The results recorded a tear in the plug below the missing silicone piece. Dimensional evals of the dissected microclave connector were performed. The results recorded the spike concentricity was minimally out of spec. The spike measures .013", which is out of the allowable tolerance of .012". Add'l dimensional analysis: the returned hospira microbore tubing set components were evaluated, there were no compatibility issues with the 12568 connector and the returned hospira microbore tubing set. The two (2) pkgd microclaves were each tested per the performance spec. The results recorded no out of spec conditions. Add'l testing: the microclaves were attached to the returned microbore tubing set and tested. There was no flow/occlusion and or leakage performance issues replicated. Add'l evals of the unk microbore tubing set were performed. The set was flow tested at 36" head height. The results recorded no flow through the 28" tubing section, the connector had between 4 and 11 cc/min flow.

Manufacturer narrative:
Conclusion: the complaint investigation confirmed component damage (silicone plug) to the one (1) used 12568 microclave connector. Although the exact cause for the damaged silicone plug is unk, previous investigations of similar component damage have been conducted. The investigations have shown/demonstrated this type of damage to the top of the silicone plug is caused by use of incompatible mating devices. The microclave directions for use (dfu) states "do not use caps or needles" and that the clave/microclave are compatible with iso male luers having an internal diameter between .062" - .110".